Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a pump pocket infection and the pump was explanted and replaced with a paracorporeal ventricular assist device (pvad). The hospital plans to transplant the patient.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.